Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obstetrical surgical procedure on an unknown date and suture was used. The patient experienced a granuloma and the physician drained the granuloma. Additional information has been requested.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. In the visual analysis, no deviation was found. The samples were examined and tested for diameter, length, knot tensile, and swaging tensile and the samples met specification.